Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the v-tech alarm is not producing audible sounds. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Data correction to device identifier and 510k. A philips remote application specialist evaluated the device logs and confirmed that the device was working as designed. The logs showed that the monitor generated many vtach red alarm events during this timeframe and that the alarms were acknowledged by user. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.